Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was 129 mg/dl. Customer stated that they were swimming and insulin pump alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damage electronic assembly and force sensor assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, missing display window cover, minor scratched lcd window and stained keypad overlay.